Manufacturer narrative:
Pump passed the self test and displacement test. Pump received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the keypad of the insulin pump was unresponsive. Blood glucose value was unknown at the time of the incident. The customer did not troubleshoot. The insulin pump will be not be returned for analysis.